Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation, the physician had to apply too many turns to move the helix. The lead was not used and a new lead was successfully implanted with no issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.